Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the lcd panel failure of the subject device might had occurred accidentally, because it had not occurred frequently. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed and the panel of the subject device was broken during the laparoscopic surgery. The user kept to use the subject device and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device and identified the reported phenomenon. There was no patient injury associated with this report.